Event description:
It was reported that the user requested a return for credit for the ilet due to experiencing too many low blood glucose values and that the system did not work with their lifestyle; the user treated lows with oral glucose. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with no alerts or alarms reported. Investigation of this case revealed no device malfunction identified and no device alerts to indicate a system fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.